Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed. The probable root cause is the interconnected printer wire assembly(pwa). The pwa was replaced.

Event description:
It was reported that the device has frequent primary audible alarms. It is unknown if there is patient involvement.